Manufacturer narrative:
Added information to the following sections: h4, h6. Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Photos were provided for evaluation. Observation of the photos indicated a bad assembly in the bolus that caused the detachment of the piece. The customer also returned one decontaminated sample with lot number 1903614164. After performing the evaluation according to our procedures, the condition reported by the customer was confirmed. During the investigation with the multidisciplinary team, a gemba walk was performed into the manufacturing process. After reviewing and replicating the reported condition, it was concluded that the potential root cause is the lack of solvent in the component. A quality alert was made to notify to personnel of the condition reported by the customer of missing piece in tube. Training of the work instructions that mention to ¿dip the bolus and tube into the thf for 3 seconds and assembly both components¿ was also performed during all shifts. Lastly, a production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. These actions were done to retrain and prevent the reoccurrence of the reported defective condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a dobhoff tip was inserted with no issue although it was reported that the tip of the tube fell off in a patients stomach. The customer stated they are monitoring the patient to make sure she is able to pass the tip. Additional information provided on 21-oct-2020 stated that the detachment occurred on (B)(6) 2020 while placing the ng tube. The patient was taken to endoscopy on (B)(6) 2020 to retrieve the tip.